Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess test well images in question.

Event description:
On (B)(6) 2016, a customer site reported an unexpected negative antibody identification when using capture-r ready-ID when used on galileo echo instruments, serial numbers (B)(4), when tested on (B)(6) 2016.